Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the stem had migrated out of the inner package. A new stem was opened and implanted.